Event description:
It was reported while testing for sars-cov-2 a false negative result was obtained. Confirmatory testing was performed using pcr test method and the result was positive. There was no report of patient impact. Eua # (B)(4) the following information was provided by the initial reporter, translated from portuguese to english: a false-negative result observed in bd veritor sars-cov-2. The patient was asymptomatic and had previous contact with a positive patient. Nasopharyngeal swab collection was performed and then a rapid antigen test was performed and the result was positive (very faint visual reading). For confirmation, a nasal swab collection was performed, approximately 20 min. After the first nasopharyngeal collection. A rapid bd veritor antigen test was performed and the result was negative after digital reading. After 72 hours the patient returned to the laboratory for a repeat antigen test and the result was positive. Results were not confirmed by rt-pcr.

Manufacturer narrative:
Investigation summary: this memo is to summarize the investigation results regarding the complaints that alleges false negative results when using bd kit veritor for rapid detection of sars-cov-2 (mn# 256082), batch number 1052068. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. An investigation was conducted. The reported issue was unable to be confirmed. There are no current trends against false negative results. Bd quality will continue to closely monitor for trends.

Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 a false negative result was obtained. Confirmatory testing was performed using pcr test method and the result was positive. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter, translated from portuguese to english: a false-negative result observed in bd veritor sars-cov-2. The patient was asymptomatic and had previous contact with a positive patient. Nasopharyngeal swab collection was performed and then a rapid antigen test was performed and the result was positive (very faint visual reading). For confirmation, a nasal swab collection was performed, approximately 20 min. After the first nasopharyngeal collection. A rapid bd veritor antigen test was performed and the result was negative after digital reading. After 72 hours the patient returned to the laboratory for a repeat antigen test and the result was positive. Results were not confirmed by rt-pcr.